Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit on (B)(6)2024 with a blood glucose (bg) level of 591 mg/dl with trace ketones that a healthcare professional deemed life threatening. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6)2024 with the issue resolved and no permanent damage. Customer reverted to an alternate form of insulin therapy.